Manufacturer narrative:
Other: exposed sharp edges on broken siderail.

Event description:
It is reported that the siderails were damaged and there were exposed sharp edges. There was no reported patient involvement or adverse consequences.